Event description:
It was reported that during a procedure to treat an av node reentry tachycardia (avnrt), an intellanav st ablation catheter was selected for use. Product was not able to be used due to loss of sterility. No information was provided regarding troubleshooting; however, procedure was able to be completed successfully without any patient complications. Device is not expected to be returned as it was disposed. It was further reported that the physician prepared the intellanav st ablation catheter to use it for procedure, before starting ablation it was found out that rhythmia ablation box was not working properly and could not deliver radio frequency energy. Catheter was then replaced with a blazer catheter to complete the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.